Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture from one prostyle device was successfully pre-placed. Reportedly, the second device was deployed without issue; however, it was stuck in the vessel as the foot did not close. The physician performed a nick & spread and removed the device without causing any vessel damage. The suture from the same device was able to be pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the same 2 pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot deployment and retraction of the returned device functioned as expected. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that interaction with tissue at the access site contributed to the reported difficulty closing the foot and subsequent device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.